Event description:
The following has been reported: per nursing report, a blood product IV tubing snapped off at the y-port after the transfusion was stopped to work up a blood reaction and left the room. Patient called for nurse to come back into the room because something was wrong with the tubing. On (B)(6) 2025- 11:100 am - mayo nurse confirmed: the blood reaction was not related to the tubing, per nursing- it was just noted to be defective upon stopping the blood. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to a defective y-site or defective third party component connected to the ivenix y-site. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line. The batch record fa24k05023 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.